Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included yeast infection and bowel dysfunction. Concomitant products included progesterone (prometrium). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), urinary tract infection ("urinary tract infection several times"), depression ("depressive disorder"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), mood swings ("hormonal changes (moods)") and adnexa uteri pain ("left ovary pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy,oophorectomy (one side removal of ovary) and surgery (novasure ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, dysmenorrhoea, fatigue, mood swings and adnexa uteri pain had resolved and the genital haemorrhage outcome was unknown. The reporter considered adnexa uteri pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, mood swings, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received:the event abnormal vaginal bleeding, menorrhagia, urinary tract infection, depressive disorder, dysmenorrhea, fatigue, hormonal changes (moods), left ovary pain, novasure ablation as treatment genital haemorrhage added.reporters,concurrent condition,events outcome added.case medically confirmed. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ lower pelvic pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included yeast infection, bowel dysfunction and underweight. Concomitant products included progesterone (prometrium). In 2011, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), mood swings ("hormonal changes (moods)"), acne ("acne") and nausea ("nausea"). In 2012, the patient experienced urinary tract infection ("urinary tract infection several times"). In 2014, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), depression ("depressive disorder") and adnexa uteri pain ("left ovary pain"). The patient was treated with antibiotics, drospirenone + ethinylestradiol + levomefolate calcium (safyral), surgery (hysterectomy with bilateral salpingectomy, oophorectomy (one side removal of ovary) and surgery (novasure ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, dysmenorrhoea, fatigue, mood swings, adnexa uteri pain, acne and weight increased had resolved and the nausea outcome was unknown. The reporter considered acne, adnexa uteri pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, mood swings, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.4 kg/sqm. Most recent follow-up information incorporated above includes: on 1-nov-2018: pfs received: new event acne, nausea, weight gain were added. Outcome of genital haemorrhage updated to recovered / resolved. Treatment medication and concomitant condition were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.